Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf (stsf) and in the middle of the procedure, the physician felt what seemed like a steam pop during a cavotricuspid isthmus (cti) procedure. The ablation tag where he felt the steam pop had an average contact force of 11g (5-18g) and an ablation index of 555. Procedure was completed successfully. No pericardial effusion was found by the physician using echocardiography after the procedure. Ablation mode was power-controlled. Temperature was 26° (irrigated catheter), impedance was 118-111, force was 5-18g (11g on average). The length of the ablation cycle when the pop was observed at the same tip position was 24 seconds. There were no errors reported by the biosense webster systems. There was no patient consequence.